Event description:
Stem broke at the junction of the two most superior spacers and the remainder of the distal femoral augments. After unlocking the tibial locking mechanism, the two most superior spacers were cemented to the fractured stem and remained fixed in the bone. They were subsequently removed using a punch. The remainder of the femoral components were removed without incident. New femoral components, along with a new tibial plateau insert were re-implanted. Note: in the previous surgery of (B)(6) 2010, a medium femoral component may have been combined with a small tibial component in the revision surgery on (B)(6) 2015, a small femoral component was implanted with the existing tibial component.

Manufacturer narrative:
The complaint sample has been already requested and will be sent asap to (B)(4) for a visual inspection. We will provide further information when the investigation is complete.